Event description:
Medtronic freezor xtra 3 cryo ablation catheter had electrical issues that were noted on our 3d mapping system as we passed the catheter into the heart. We noted distortion on the rendering of the catheter in 3d. Common problem with these catheters.